Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi, the device was reprogrammed to resolve the issue. The reason for reset is unknown. The patient was in stable condition.